Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and showed the liquid had a yellowish appearance, not the bag. The reported condition was verified. As no actual sample was provided it is not possible to determine if the liquid or the bag is the cause for the yellowing, therefore the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The events were observed for "some time". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 3l eva tpn bags were yellowish and no longer transparent like water. This was observed prior to use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.